Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited a high threshold at the device replacement procedure. It was further reported that the pacing lead threshold value had been gradually rising. It was inferable that the cause of the gradual increase of the threshold value was the aging deterioration or the degeneration of the myocardial condition near the tip of the lead since the implantation. The pacing lead was capped and replaced. No patient complications have been reported as a result of this event.